Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg was explanted due to an infection at the pocket site. The infection caused the patient's skin to break down. The patient was given IV and oral antibiotics. The physician does not believe the infection was related to the device or procedure. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the ipg found them to be satisfactory.

Event description:
A report was received that the patient's ipg was explanted due to an infection at the pocket site. The infection caused the patient's skin to break down. The patient was given IV and oral antibiotics. The physician does not believe the infection was related to the device or procedure. The patient is reportedly doing well following the procedure.